Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). After further review of the reported event it was determined that vessel access was not lost. Therefore, this would not be a reportable event that would have the potential to cause serious injury.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, when the dilator was being exchanged with the interventional sheath the dilator would not click into the sheath and would not snap into the starclose device. The physician had to manually hold the dilator in place and deploy the starclose device. Hemostasis was achieved with the starclose se device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was retained by the hospital and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, it was reported that the starclose se dilator is not clicking into the starclose se sheath. Upon exchanging the starclose se sheath for the interventional sheath, the user is having to hold the dilator in place which makes it cumbersome. Once the sheath was exchanged, the dilator was removed and the starclose se exchange sheath and the clip applier snapped in place and the clip was deployed successfully. No additional information was provided.